Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system wireless fidelity (wi-fi) connection was lost. The machine went down, lost wi-fi connection, and was hardwired. It continued to have problems, and then no one was able to get in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station wireless fidelity (wi-fi) connection was lost. A field service engineer (fse) worked with information technology (it), proceeded to the station and logged in to the carefusion admin account, navigated to network settings and checked the network adapters and firewall configuration. The fse along with the information technology (it) to configured the wireless user credentials and verified that the wi-fi connection was established and stable. The system functioned as intended after the field service engineer and it team repaired the device.